Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a high ultrafiltration event occurred during hemodialysis therapy with an ak 96 machine. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h6, h11. H11: the device was not received for evaluation; however, the machine was evaluated on-site by a vantive qualified technician. A two (2) hour simulated treatment was performed. The ultrafiltration was 0.7l more than expected. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the ultrafilter unit failure, and the component was replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.